Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14216 and 3005099803-2013-14217 address these devices. It was reported to boston scientific corporation on (B)(6) 2013 that two resolution hemostasis clipping devices were used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the two resolution clips would not deploy. The clips able to grasped and locked on to tissue, but would not release from the delivery device. They completed the procedure with injectable epinephrine. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14216 and 3005099803-2013-14217 address these devices. It was reported to boston scientific corporation on (B)(6) 2013 that two resolution hemostasis clipping devices were used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the two resolution clips would not deploy. The clips able to grasped and locked on to tissue, but would not release from the delivery device. They completed the procedure with injectable epinephrine. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
The reported event of clip failed to release from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed. The clip assembly was returned inside the package. It was also noticed that the prongs were locked in to the capsule. The control wire was separated per design. There was a kink in the control wire. Although failures were observed, problem as reported could not be confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) for this batch revealed no issues related to this event.